Manufacturer narrative:
Upon review of the information, this device was not involved in a malfunction reportable event therefore this medwatch report will be voided.

Event description:
It was reported by the healthcare facility that the suture received was not labeled as fast absorbing. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.